Event description:
User failed two hbsag proficiency survey samples. Both samples were tested twice and reported as non-reactive each time. Acceptable survey results should be reactive. The two samples were repeated a third time and one sample repeated as reactive and one as non reactive. The samples were repeated a fourth time after the field service representative visit and both samples reported as non-reactive. No patient samples were reported to have been involved in the event. The field service representative could not determine a cause. Performance tests were performed and within specification.